Manufacturer narrative:
(B)(6). Catalog 442023, batch no. 1328420. Customer reported sensor adhesion and a false positive result. One photo was received with sensor adhesion defect. Returned good samples were not received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion defect based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) no. (B)(4) was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) the customer received false positive results. This event occurred 1 time(s). Confirmatory testing verified the false positive results. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: actual vial flagged positive, no visible bacteria in gram stain, negative growth on plates. Vial re-inserted in bactec fx, created an error, vial removed and inspected further, abnormalities observed in the sensor material. 3 other vials taken from same patient, no impact on patient safety. Actual vial incubated in external incubator with terminal subculture on day 5.